Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided it is unknown if the mesh caused or contributed to the reported event. The medical records conclude following the implant of the composix e/x mesh and there is no mention of additional medical or surgical intervention. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the limited amount of information, no conclusion can be drawn at this time.

Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt¿s attorney: on (B)(6) 2002 ¿ pt underwent right incisional hernia repair with composix e/x mesh.